Event description:
On 11/6/98, at 2110 hours, device #1 (ett holder) sponge in contact with face of pt separated from tape and dislodged device #2 (ett). Separation caused by adhesive failed to hold sponge to tape resulting in self extubation and possible lesion to airway and skin irritation.